Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/11/2021. H3 evaluation: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product was received for evaluation, the box was observed opened and damaged with a tear on the right side and crushed. The foil packet into the box was open. Additionally, the condition of the storage, transportation and handling of the sample cannot be determined. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 5/7/2021.   Additional b5 narrative: it was reported that a patient underwent a hernia repair procedure on (B)(6) 2021 and the mesh was used. It was reported that when opening the device of its packaging, it was evident that the primary packaging of the product contained an opening that compromised its sterility, so it was decided to change the product to replace it. When the mesh was removed from the packaging at the time of using it, it presented a rupture in its central part. There were no adverse patient consequences reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2021 and the mesh was used. It was reported that when opening the device of its packaging, it was evident that the primary packaging of the product contained an opening that compromised its sterility, so it was decided to change the product to replace it. There were no adverse patient consequences reported.